Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative cardiovascular surgery, several patients have been presenting dehiscence and granuloma (foreign body is characterized histopathologically by the presence of an identifiable foreign material) due to use of some sutures.